Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose of over 600 mg/dl. Customer¿s mother stated that insulin pump¿s battery was not lasting and keeps getting alarm for change battery, replace battery now. The customer's mother stated that they did not feel ok to the troubleshoot. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, battery power loss alarm or battery longevity noted during testing. (B)(4).